Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. There was no pt harm caused by this problem, and the shunt remains impkanted. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There has been no similar complaints reported in the lot number. Add'l info is not expected. (B)(4).

Event description:
A surgeon reported that one week following a glaucoma filtration device implantation, the shunt was noted to be touching the iris. There was no pt harm and the shunt remains implanted in the pt's eye. Add'l info is not expected.